Event description:
Customer received high blood glucose readings earlier in the day of 420mg/dl, two minutes later blood glucose reading of 202mg/dl, and two minutes later blood glucose reading of 187mg/dl. Customer took his normal medications and ate as usual today. No additional medications were taken. No controls have been run. Requested return of suspect device and a replacement was sent.